Manufacturer narrative:
(B)(4). Evaluation, results and conclusion: moderate to severe calcification of the aortic neck, during delivery system removal the spindle caught on a bare metal stent.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm abdominal aortic aneurysm approximately one month ago. There was bilateral renal artery stenosis and the proximal neck was 22 mm in diameter with mild angulation and moderate to severe calcification. The neck was 23 mm in diameter distally. There was moderate right and left iliac calcification. It was reported that after the bifurcated stent graft was deployed and upon recapturing of the tapered tip, a stent that had been previously implanted in the celiac artery was between the spindle and its housing. This was noticed while the delivery system was being withdrawn out of the patient. Apparently when the spindle was being retracted, it pinched the celiac stent and part of the celiac stent was removed with the delivery catheter. The physician was not aware of the celiac stent during fluoroscopy. The physician was unable to determine how much of the celiac stent was removed or if there was damage to the celiac artery. The decision was made to monitor the patient. No additional clinical sequelae were reported and the patient is fine.